Event description:
It was reported that during a cholecystectomy procedure, the device was misfiring. First device broke and would not fire anymore. The shaft was only hitting one side instead of both sides. The second device had malformed clips. Not performing a cholangiography, device used under normal application. No pt consequence.

Manufacturer narrative:
Tracking # 454672-0. Date sent: 6/9/2006. A1, 2, 3, 4; b6, 7; d11: info was not provided by the initial contact. D4; h4, 6: info anticipated, but unavailable at this time.